Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited over sensing and intermittent loss of capture. No patient symptoms were reported. The lead was capped and replaced on (B)(6) 2015. The patient was fine post procedure and was discharged on the same day.